Manufacturer narrative:
The intermittent failure exhibited in the field was most likely due to a malfunctioning pbm. Although the failure was unable to be reproduced in house, the pbm was replaced out of an abundance of safety. The exact root cause of the malfunctioning pbm is undetermined. The investigation for the reported controller error has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The device logs were reviewed, and the failure could not be confirmed. The details provided indicate that the cause of system self-check failure seen in the field was likely due to a defective pbm component. However, the cause of the defective component is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm during maintenance. A loaner device was sent to the customer. No patient was involved.

Manufacturer narrative:
The investigation for aic - controller error (yellow alarm) has been completed. Data analysis: imc logs show the following, dates are likely off due to incorrect date set on the aic.05/12/11 00:02:09 sau_ser10 !! Impellatronic without initialisation !! - powermod_1 communication this line entry is repeated throughout subsequent reboots. After 2 attempts at restarting the aic, the console boots into a system self check failure, as seen by the repeating entries, and remains in a failed state. This is most aachen fs received ic1341 and performed several boot cycles in an attempt to reproduce the failure .console did not reproduce the error. The pbm was inspected with no reportable findings. The intermittent failure exhibited in the field was most likely due to a malfunctioning pbm. Although the failure was unable to be reproduced in house, the pbm was replaced out of an abundance of safety. The exact root cause of the malfunctioning pbm is undetermined. Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name updated.